Event description:
In 2000, an angio-seal device was deployed with reported difficulties. Hosp staff removed the spring after 1-2 minutes, cut the suture at skin level and applied manual pressure to achieve hemostasis. Later that day, pulses were noted to be diminishing and an ultrasound was performed revealing an embolism. An embolectomy was performed the same day, with removal of the angio-seal device. The surgery was successful and the pt was discharged in 2000. It should be noted that the hosp staff questions the user's technique during deployment of the angio-seal device. In addition, the user questions whether the hosp staff applied manual compression properly.